Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient lost therapy like six months back. Underwent surgical intervention on (B)(6)2024 where the ipg was explanted and replaced with a new one and thereby restoring therapy.

Manufacturer narrative:
B3 - date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Section a4: patient weight is unknown.

Event description:
It was reported the patient lost stimulation due to their ipg being inoperable. Next course of action is undetermined at this time.